Event description:
The customer alleged that the vent has no audio alarm. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The power switch was replaced. It is not verified that there is no audio alarm, and no malfunction may have occurred. No pt harm or change in therapy verified. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.